Event description:
Reportability decision changed based on analysis completed on 14 may 2007. It was reported that during a rotational atherectomy procedure, the rotalink catheter became entwined with the rotawire. The lesion being treated was a 90% stenosed lesion in the calcified proximal right coronary artery (rca). First, a 1.2mm burr was used successfully. Then the physician up-sized to a 1.75 burr. While advancing the 1.75 burr, the rotawire became intertwined with the rotalink catheter. The rotawire and rotalink were withdrawn as one unit, and there were no reported patient complications. The procedure was completed with another of the same devices, and patient status was reported as "good." Analysis found a portion of the rotawire spring tip missing. Further clarification from the facility after the analysis was completed states that the spring tip was separated, however, not detached upon removal from the patient's body; it was removed successfully with no portion remaining in the patient's body.

Manufacturer narrative:
The rotawire received for analysis measured approximately 328.5 cm in length and exhibited several kinks. The spring segment of the guide wire is missing and was not returned for analysis. Microscopic examination revealed a fracture of core wire at approximately 44.9 cm from the step taper initiation. Traces of solder were also noted at 9mm to 11mm from the distal end. The unit exhibited a burned region at 1.1 cm from the distal end probably induced by an elevated change in temperature during the procedure. The proximal fracture site was submitted to the scanning electron microscope lab for analysis: "examination of the fracture surface revealed the presence of a bending action. No compression or tension zones were noted. No material anomalies were observed. The fracture surface was caused by a bending moment. Based on product specifications, a segment of 8.2 mm to 12 mm from the core wire along with the distal spring are missing." The device history record was reviewed and found to meet all requirements. The lot number 8967540 met all specifications relevant to the complaint upon lot release. The visual evidence suggests that procedural factors might have contributed to the event in which the rotating burr was advanced to the point of contact with the proximal end of the spring, burning the surface adjacent to the contact point due to the friction and resulting in the distal tip fracture. The instruction for use under precautions and warnings states that "never advance the rotating burr to the point of contact with the guide wire spring tip, as this may result on distal detachment and embolization of the tip".